Event description:
It was reported that the user had difficulty inserting the iab through the sheath. The sheath and iab were removed together and another sheath and iab were inserted successfully. There were no pt complications.